Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, on/off current testing, and functional stress testing using a test battery pack without duplicating the report. The device's main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did not show any faults that could be associated with customer report. The customer's battery and pads were not returned for evaluation. No trend is associated with reports of this type.